Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the manufacturing representative indicated that the battery is still in its original box and packaging; it was never opened. They noted that they were just told to clear the por with their clinician programmer. No further complications were reported.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The manufacturing representative reported that a brand-new ins had a por (power-on-reset) and it was reported to be an out-of-box issue. Patient services reviewed the meaning of por, and that therapy would stop. It was suspected that the por occurred from a security gate. It was discussed it was somewhat normal for a por to occur prior to implanting the device in a patient, as this may occur from shipping. It was reported that the device was not implanted in a patient and therefore no symptoms were reported. The event occurred on (B)(6) 2017. No further complications were reported/anticipated.